Event description:
Spontaneous. Patient reported 2 to 3 malfunctioni1g vial adapters q-syte. She stated the pin was bent and they were unable to dilute veletri with diluent through the adapter. No interruption to therapy. No adverse events. Pt did not have lot number/expiration date available. Unknown if defective devices are on hand for possible return. No further information. Indication: secondary pulmonary arterial hypertension. Reported to (B)(6) by: patient/caregiver. Reference reports: mw5119073, mw5119074.